Event description:
The implants were loose due to infection (septic loosening). All of the components (stem, head, liner, cup) were removed from patient and a cement spacer was used. Reference MFR # (B)(4).